Manufacturer narrative:
The catheter passed electrical test, temperature bath test, and generator test. The device performed according to specs. No failure was detected and product performed within spec. Complaint cannot be confirmed. The customer was contacted by biosense webster field service engineer. The hosp staff stated that the problem was not caused by bwi equipments. The stockert, carto and cool flow pump were in working order during the event.

Event description:
It was reported that towards the end of an a-fib ablation procedure, the pt had a drop in blood pressure. A stat ECG was performed and it was noted that the pt had a pericardial effusion. A pericardiocentesis was performed and the pt was transferred to the ICU.